Event description:
The reporter contacted animas on (B)(6) 2013, stating that the patient experienced a blood glucose of 28mmol/l with shakiness. The reporter stated that the patient had eaten breakfast but the patient was unable to bolus because the pump was found to be turned off and was unable to be powered on. The reporter stated that there were no alarms when the pump lost power. The reporter stated that the patient was treated with an insulin injection to cover the elevated blood glucose and carbohydrate intake. This report is made based on the allegation that the patient experienced hyperglycemia related to an alleged pump power issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed multiple reboots. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. During evaluation, no damage was found to the battery compartment or battery cap. The battery cap contact height and width were within specifications and was able to attach securely to the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. No power issues or alarms occurred during testing. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.